Event description:
A caller reported a malfunction on a pump with a malfunction code displayed as malf 16. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller, but when the malfunction recurred, they decided to replace the pump. The caller will use multiple daily injections as a backup therapy. A replacement pump with updated software was sent, and training would be available through their tandem source account. The caller was instructed on returning the problematic pump and acknowledged the necessary steps.